Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with a solution containing fluorouracil in saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 190 ml of solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. The device was received with a 10 ml syringe and 3-way stopcock connected to the infusor's luer. Visual examination of the device showed no signs of blockage that could have caused the reported condition. When the 10 ml syringe with 3-way stopcock was removed from the infusor's luer, fluid was immediately observed coming out of the luer and fluid continued to flow out of the luer without stopping or difficulty. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.